Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt was unable to perform a falloff test. The cause for the failure was isolated to and extra washer in one of the front therapy electrodes, causing connection faults between the therapy electrodes. The root cause was due to an assembly issue on one of the front therapy electrode. No adverse event resulted from the damaged belt.